Event description:
Medtronic received a report that the ped was stuck in the microcatheter and couldn't get out. It failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. Angiographic result post procedure showed complete embolism. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a right saccular, unruptured aneurysm with a max diameter of 8mm and a 7mm neck diameter. The landing zone was 3.4mm on the distal side and 4.5mm on the proximal side. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a cook sheath, navien guide catheter, marksman microcatheter, sy14 guidewire, and coils.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis within shipping box; within a sealed plastic biohazard pouch and within an opened pipeline flex inner pouch. The pipeline flex braid was already detached and returned unprotected within the same pouch. The marksman micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the pipeline flex pusher was found with multiple bends between ~34.0cm and ~57.9cm from the proximal end. The ptfe shrink tubing was found accordioned at ~7.6cm from the distal end. The distal hypotube was found stretched. No damages were found with the resheathing pad, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found stretched on the proximal end. Both ends of the braid were found tapered, damaged, and frayed. The middle braid was found flattened. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes of failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported device was not positioned in a bend, device was resheathed less than or equal to 2 times, all devices were prepared per IFU and patient vessel tortuosity as moderate. The customer report of ¿resistance/stuck during delivery¿ was confirmed as the damages found (stretched hypotu be/tip coil, bent pusher, accordioned shrink tubing) are consistent with resistance. Possible causes for resistance are damage to the braid or pushwire, damage to micro catheter, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. As the marksman micro catheter used in the event was not returned for analysis, any contribution of the marksman micro catheter to the failures could not be determined. The marksman micro catheter is compatible for use with the pipeline flex. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.